Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed critical pump error. The patient's blood glucose level was 179 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with a critical error open book error an pump error 35 was found in the formatted long trace history files due to force sensor zero offset out of specification. The insulin pump had cracked case on the back at the battery tube area, minor scratched lcd window, case and keypad overlay.